Event description:
It was reported the patient was unable to set the ipg to MRI mode and surgery mode. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Manufacturer narrative:
H6 - adverse event problem - corrected medical device problem code

Manufacturer narrative:
The reported event for inability to set ipg in MRI mode was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing. The ipg displayed normal impedances and entered into MRI mode with no issues.